Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. During the procedure user went to move the guide wire and it was found to be difficult to move. The guide wire was completely removed from the farawave to look for possible kinks in the wire a new wire was attempted to advance into the farawave and it would not advance. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. During the procedure user went to move the guide wire and it was found to be difficult to move. The guide wire was completely removed from the farawave to look for possible kinks in the wire a new wire was attempted to advance into the farawave and it would not advance. The catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.